Event description:
Literature: tringali g, broggi g. Reversible neurological symptoms caused by diathermy in a pt with deep brain stimulators: case report - commentary on article. Neurosurgery. 2008;62(1):e256. Reportable event: the authors of the article commentary discussed a male pt, implanted for chronic cluster headache who reported an electric shock from a home accident with sudden loss of consciousness. He had been immediately referred to their department. At the time of hospitalization, he had already recovered consciousness. An MRI scan obtained after approx. 1 hour did not demonstrate any injures such as that repeated at 1 month. His immediate post implant MRI scan did not show any signal alteration, so they supposed that edema can play a pivotal role in the spreading of the current.

Manufacturer narrative:
See scanned pages.